Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and carrier tube assembly difficulty as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the following reported information: after femoral artery puncture and angiography, the condition of the femoral artery was good. At the end of the operation, femoral artery closure was performed. There was resistance when the carrier tube was inserted into the sheath, and it was impossible to determine whether it was in place. The device was removed and replaced with a new one to complete the occlusion and hemostasis of the femoral artery. No blood loss was reported.

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.